Event description:
The cath lab technician prepared the first balloon by aspirating through the one-way valve, but could not obtain a vacuum. A second balloon was opened and the outcome was similar. The second balloon was inserted through the sheath with great difficulty. The balloon was discontinued after 23 hours with no further complications.